Event description:
It was reported that the patient called to report hearing high urgency patient alert tones sound every four hours for the last couple of months. Follow up confirmed the patient was seen in the clinic and the device had alerted due to short v-v intervals with short periods of noise. During the clinic visit, the report of noise could not be reproduced. The clinician has urged the patient to stop using electric tools. It was noted the patient restores antique tractors during the day and regularly uses electrical power tools. The clinic stated the patient lives too far from the clinic and has been refusing to drive to the clinic during the many device alerts. The device clinic has turned off the lead integrity alert (lia) function per patient insistence. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2002. (B)(4).